Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The customer was wearing the insulin pump at the time of death. The exact cause of death was unknown at the time of the report, but the paramedics who arrived at the scene think the customer's death may have resulted from a complication with the customer's diabetes. It was reported that the customer had been experiencing some problems with her blood glucose levels prior to death, and paramedics had been called a few times to treat the customer for hypoglycemia. Nothing further was reported.